Manufacturer narrative:
(B)(4). As per technical support specialist, the issue happened during testing by the field service representative (fsr). The unit was initially working fine and the alarm came in after 30 minutes. He measured the pressure going into it and it read 55 psi. The fsr replaced the defective power manager board. Since the power manager board was replaced, the epgs intermittent ¿low pressure¿ failure has not reoccurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the low air pressure alarmed. There was no patient involvement.

Manufacturer narrative:
A second part was returned on 31-jul-2017. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi. After the 15-minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.73 volts, within the specification of .55-2.758 volts. Operated the epgs for three hours with no low pressure alarms occurring. Installed the customer's power manager board onto a lab use system 1 power manager board test platter. Connected a lab use network interface card (nic) board to the power manager board. Connected the epgs to the nic board. Operated the epgs for six hours with no low pressure alarms occurring. No low pressure alarms occurred during three days of testing.

Manufacturer narrative:
The reported complaint was confirmed. Service repair technician (srt) performed electronic patient gas system (epgs) leak test and verification/release test as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.